Event description:
It was reported that the patient was not experiencing therapeutic relief and had other gastrointestinal (gi) and urinary symptoms. The patient stated that the healthcare provider (hcp) indicated that it would take 8-12 months to get adjust to the medication and to feel some relief, but then changed it to 12-18 months. The patient was experiencing constipation, diarrhea, cystitis, "stomach obstruction" which prevented taking any oral medications, and a "multitude of gi issues." In (B)(6) 2012, the patient had an ileus, and within the year she went "3 times because her bowel stopped working" and went 3 weeks without a bowel movement. The patient underwent "treatments" and stated that the hcp indicated the patient "probably wouldn't have a bowel movement again by herself." The patient started to have bladder issues in (B)(6) 2012. The patient had bladder spasms causing patient to not be able to 'go' and then frequency issues, going every 20 minutes. The patient had upper back pain which the hcp stated were due to "muscle spasms." Since (B)(6) 2012 the patient had upper back pain between the bra straps, and "upper body area" pains which rate at a 9. The patient stated the "pump is effective for the pain in her lower back, leg, foot, and hips" it was noted that patient's medical history included a rerouting of intestine and half of the stomach, an "accident" in 1998, and a cracked tailbone and ruptured disc in 2000. The medication in the pump was clonidine and baclofen. Patient and event outcome were not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
The cause of the event was not related to implant or drugs. It was also noted not pump or catheter related. Per the hcp the patient had ongoing gi issues prior to treatment at pain center and had been treated by gi physician for years. There was no patient injury. In addition to the pump delivering baclofen and clonidine the pump also delivered sufenta and bupivacaine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).